Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 469 mg/dl or 496 mg/dl. The customer's blood glucose level was 411 mg/dl at the time of incident and current blood glucose level was 285 mg/dl. The customer¿s other blood glucose was 118 mg/dl and 174 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency room, fluid and bolus with the insulin pump. Customer also reported that the alleging possible insulin pump was under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was using auto mode. Customer stated that they performed displacement test and self test and the test results was pass. Customer wishes to perform the high pressure test. Customer troubleshooting was performed for under delivery and high blood glucose level. The device will not be returned for analysis.